Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2017-03484. It was reported an increase in a baseline effusion occurred. A left atrial appendage (laa) closure procedure was performed. At the beginning of the case the patient had a 1 ½ to 2cm pericardial effusion (pe). The laa anatomy was described as a "chicken wing". The physician elected to go forward despite the baseline pe. It was a long case with multiple transseptal punctures and multiple devices. They utilized 3 watchman® access system (was), one double curve sheath and two an anterior curve sheaths. They also used 3 watchman ® laa closure device & delivery systems. Two 27mm closure devices were deployed and then recaptured as they were too proximal and under compressed. A third 27mm closure device was successfully deployed, all criteria were met to release the device, a tug test was performed, the device was well compressed, and there was good seal. Hemodynamically the patient did fine during the procedure, there were no issues. Transesophageal echocardiograms (tee) of the pericardium were performed and looked at several times before, during and after the case. Post procedure the effusion was looked at immediately, it appeared to be the same size. The following morning, a transthoracic echocardiogram was done to look at the effusion and physician thought that it may have grown a little bit larger. It was not sufficient enough to be intervened, so the patient was just monitored and it did not require any medication or intervention. The patients remained hemodynamically fine.